Event description:
Boston scientific received information that during pre-implant testing, this pacemaker could not be interrogated. No adverse patient effects were reported as the device had not yet been implanted. The device was returned in its original inner sterile packaging. Upon receipt at our post market quality assurance laboratory, initial analysis identified a possible product performance issue.

Manufacturer narrative:
Detailed analysis is currently on-going to determine the root cause. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis was conducted and confirmed that the device had no telemetry or pacing outputs. An x-ray of the device revealed no anomalies and microscopic inspection did not identify any irregularities. The device case was removed. Detailed analysis of the internal circuitry was performed and revealed that the no output and lack of telemetry issues were a result of the function of an internal component; a crystal oscillator. The oscillator was removed and replaced with a new one. Testing then revealed the device had normal pacing and telemetry operation. The crystal oscillator component was sent to the manufacturer for further analysis. The manufacturer tested the part and found that the component met all specifications. It is suspected that the issue may not have been with the crystal oscillator itself but rather with the connection of the oscillator to the internal circuitry. However, this was unable to be verified with detailed laboratory testing.